Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "¿we have a patient here this am that received one of the huber needles that we were trialing. It was placed on tuesday last week. She states that on friday, the tubing on the needle split near the access port. She had to go the ed there to have the port re-accessed since she needed her meds. To make matters worse, due to the rules there, her phenergan had to be given im instead of IV. "

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "¿we have a patient here this am that received one of the huber needles that we were trialing. It was placed on tuesday last week. She states that on friday, the tubing on the needle split near the access port. She had to go the ed there to have the port re-accessed since she needed her meds. To make matters worse, due to the rules there, her phenergan had to be given im instead of IV. "